Event description:
It was reported that during the deployment of the embolization coil into a tortuous splenic artery, the user realized the coil was too large for the aneurysm. An attempt was made to withdraw the coil into the microcatheter and in doing so, the coil broke partially in the vessel and in the microcatheter. A portion of the coil was removed within the microcatheter, the other portion remained in the vessel. An attempt was made to push the coil remnant into the aneurysm; however, this attempt was unsuccessful. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: no evaluation has been performed as the complaint sample has not been returned.